Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet shortly after starting pump therapy, with blood glucose reaching 220 mg/dl and remaining above range for approximately four hours despite reporting a lunch of bread and turkey; troubleshooting and education were provided, including discussion of potential causes and the learning period, and the user was advised to change supplies. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education. Investigation of this case revealed no device alerts and an undetermined cause of hyperglycemia, with guidance to replace infusion-related supplies as a corrective step. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.